Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been two (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, error code e216 with no image, could not be identified. The root cause could not be identified. Based on the facts obtained from the investigation, since reproduction of phenomenon was not confirmed at the device inspection, cause of occurrence could not be presumed. Therefore, it is determined that the phenomenon was not reproduced. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: labelling review: as result of confirming instruction manual and product labelling, there was no abnormality leads to the phenomenon. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had e216 error code with no image. The procedure was completed using a similar device. There were no reports of patient harm.